Event description:
Sorin group received a report that the sorin bcd vanguard would not stay primed ruing a procedure. The clinician elected to clamp the over pressure relief line and complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.